Event description:
It is reported that a customer has physical damage in the form of cracks on their insulin pump. The patient's blood glucose level was at 400 mg/dl. The customer also complained of receiving many motor error alarms as well. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement pump was shipped to the customer. No further information was provided

Manufacturer narrative:
The insulin pump passed the displacement test and the basic occlusion test. No motor error alarms were noted. However, the insulin pump alarmed during the prime test due to a faulty force sensor resistor. The motor passed the motor test. The insulin pump had minor scratches on the display window, a cracked case at a display window corner, broken battery tube threads, a broken reservoir tube lip, a cracked case at the reservoir tube window corner, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.